Manufacturer narrative:
(B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a surgery to place an interspinous process spacer at l4/l5 without any intra-operative adverse events. Post-op, recurrence of pain was noted. No additional surgery or treatment was required. The event severity was non-serious. The event outcome was not reported. As per the physician,the causal relationship between the event postoperative recurrence of pain and interspinous process spacer could not be ruled out. Also, it was reported that the patient¿s symptoms improved after the surgery.